Event description:
During a tibial nailing the guide wire was put in place and an 8 mm reamer was introduced. It was thought that the reamer was advancing, but the 8 mm head had snapped off and the reamer shaft continued down breaking apart on the head. The reamer fractured into approximately 25 pieces in the metaphyseal area of the tibia before the fracture was noticed. The proximal screws were holding both fractures well.